Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : multiple requests were made for evaluation information, however, no additional details were received. No ECG monitoring strips or case event files were provided to philips for review. The device remains with the customer. No conclusion can be drawn.

Event description:
It was reported to philips that the defibrillator did not deliver the shock therapy three times. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure details, however, no information was received.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the defibrillator did not deliver the shock therapy three times. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.